Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert was triggered by high impedance values on the right ventricular lead and oversensing. The lead was capped and replaced, and no patient complications have been reported as a result of this event.